Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 when putting the device together for case clinician noticed the wire/heating element of the jaws was coming apart. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection determined that the heater wire was flexed away at the center of the hot jaw, and was detached from the tip, but remained attached at the base of the hot jaw. Based on the return condition of the device, the complaint was confirmed for the reported failure "bent wire". Specific actions for the confirmed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 when putting the device together for case clinician noticed the wire/heating element of the jaws was coming apart. A replacement device was used to complete the procedure.